Manufacturer narrative:
Results: no product will be returned for evaluation.

Event description:
In late 2008, the pt reported that her infusion site cannulas are coming out of her body and as a result she was hospitalized approx two months prior, with a blood glucose level of 600 mg/dl. She stated that she was diagnosed with diabetic ketoacidosis and was admitted to the intensive care unit for 2 days. She was treated with insulin and fluids subcutaneously and then treated with an insulin IV. She was released from the hospital two days later. She stated that the cannula became dislodged while the infusion site adhesive was still in place. She stated that the cannula was "flattened to the dressing." Info on infusion site management and an infusion set insertion device were sent to the pt. The alleged product was discarded. No product will be returned for evaluation.